Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a broken grip cable by the clamping pulley inside the housing which made the cable loose by the grip area. Failure analysis investigation also found the following unreported damages to the instrument: the pitch cable was frayed at the distal idler. No damage was found on the clevis. The was an indentation at the edge of the distal pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. Various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish were found. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed pitch cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the large needle driver instrument. The instrument was not used on the patient after the reported issue was identified. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.